Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported hemolysis and elevated pump power. The pump was returned with the driveline cut approximately 2.5¿ from the pump body and the severed portion was not returned. The sealed outflow graft was not returned; however, the outflow elbow was returned and was secured to its respective pump port. The sealed inflow conduit was not returned. Examination of the rotor outlet section revealed a tissue-like deposition adjacent to the bearing cup on the tail of the rotor. A similar deposition was identified in the proximal side of the outlet stator situated in-between the outlet bearing ball and stator blades. These depositions were not laminated and did not display any evidence of denaturation. The origin of these depositions and a duration of time for which they were present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system instructions for use (IFU) lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to thrombus formation. The patient was admitted to the hospital on (B)(6) 2020. It was reported that the patient had a telehealth visit on (B)(6) 2020. The patient's ldh (lactate dehydrogenase) was 1360 on (B)(6) 2020 but no other clinical symptoms of pump thrombus were noted. Device interrogation revealed increased pump powers, but inr (international normalized ratio) was therapeutic at 2.55. It was reported that the patient was admitted to the hospital after a near syncope and worsened shortness of breath while at the grocery store. During admission the patient presented with very dark uring, the patient was found to have increased plasma free hemoglobin, increased creatinine, high pump powers, and high ldh. The patient was initiated on bivalirudin infusion for pump thrombus, however, ldh remained elevated so the pump was exchanged on (B)(6) 2020. The patient was reported to be doing well post subcostal pump exchange. The patient was reported to be on maintenance diuretics and was ambulating. The patient was discharged on 02oct2020 and was scheduled for a follow-up in the lvad clinic.